Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the speaker is broken. Upon triage, the service technician found that the unit has no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the speaker is broken. Upon triage service found no audio.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.